Event description:
The co was contacted by the distributor and followed up with the customer directly. It was reported the instruments were used during a laparoscopic cholecystectomy. It was reported the instruments were shooting out two clips at a time. After the initial instrument was used. A second was opened and fired off the field. This instrument is being returned. Another instrument was opened and also double-fired. A fourth was used to complete the case.personnel in the or stated the first three instruments had the same lot number. The difficulty occurred right away. Clips were retrieved from pt. There was no consequence to the pt.